Event description:
The customer reported that he ran a control test on a contour next one meter and obtained a result of 186 mg/dl. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control solution for evaluation. New control solution, meter and strips were sent to the customer.

Manufacturer narrative:
Lot # has been updated with the correct lot number.